Manufacturer narrative:
Visual inspection: during the investigation, deposits on the device but no damages was determined. The control reservoir was disconnecting and an additional catheter was connected on the inlet of the progav 2.0. Permeability test: a permeability test has shown that all components are permeable. During the permeability test some particles were flushed out. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav/progav 2.0 is operating within the accepted tolerance in the horizontal position. The m.blue is operating not within the specified tolerances in the vertical position. An slower outflow of m.blue could be determined. Adjustment test: both valves were tested and are adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake functions are fully operational and the braking forces are within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found after the coloring in both valves. Results : in advance, we would like to point out that the product sent in was not submerged in liquid at the time of delivery. The testing of dry valves is only of limited value. The product properties can be influenced by dry residues of cerebrospinal fluid or blood. Despite this, we have examined the valves. Based on our investigation results, we can determine a slower outflow in the shunt system. The determined deposits can be named as the cause for the slower outflow. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a m.blue plus (#fx824t) was implanted during a procedure performed on (B)(6), 2023. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 37 years. Height: 150 centimeters (cm). Weight: 80 kilograms (kg). Gender: female.